Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 was failed. The customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) reported that the customer had medication loaded inside a cubie pocket that appeared empty in the application. After remotely accessing the station using the admin account, assistance was provided to retrieve the medication from the cubie pocket. The customer confirmed that all pockets were functioning properly, and pharmacy will reload the medication into the station at a later time. The system functioned as intended after the field service engineer troubleshot the issue of the device.